Event description:
After use of the device indicated, the user reported smoke coming from the housing of the shoulder tanner bulb. In an attempt to identify the source of the smoke the manager of the salon compromised the housing by pushing in on the glass, resulting in a small flame starting where the glass separated from the housing. The small flame was quickly extinguished without incident.

Manufacturer narrative:
Risk analysis report and investigation report added.